Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.501.080-us. Lot: 8735246. Manufacturing site: hägendorf. Release to warehouse date: 05. Dec. 2013. Visual inspection: application instrument for sternal zipfix (p/n: 03.501.080, lot # 8735246) was returned and received. Upon visual inspection, it was observed that there were no signs of damage. Functional test: functional test was performed on the returned device. Device failed in testing. Cutter tool springs free when compressed. Device failure/ defect identified? Yes. Service & repair evaluation: the customer reported the device would not tension. The repair technician reported the device did not pass the functional test. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design and failed functional test. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Appllic-instr f/sternal zipfix. Complaint confirmed? Yes, the device failed in functional test. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the application instrument for sternal zipfix (p/n: 03.501.080, lot # 8735246) as the device failed in functional test. There is no indication that a design or manufacturing issue has caused the failure and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Initial reporter: phone number corrected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown event, the application instrument for sternal zip fix do not clinch. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. It is unknown if there was patient involvement. This is report 1 for 1 (B)(4).